Event description:
It was reported by surgeon that patient underwent total hip arthroplasty and subsequently developed pseudotumors and metallosis. A review of invoice history confirmed the total hip arthroplasty procedure took place on (B)(6) 2007 and that a revision procedure was performed on (B)(6), 2007 to remove and replace the femoral resurfacing head. Invoice history further revealed a second revision procedure occurred on (B)(6) 2012 to remove and replace the modular head and taper insert.

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: ¿elevated metal ion levels have been reported with metal-on-metal articulating surfaces.¿ and "intraoperative or postoperative bone fracture and/or postoperative pain." And "inadequate range of motion due to improper selection or positioning of components." This report is based on allegations set forth in patient¿s complaint and the allegations contained therein are unverified.

Event description:
It was reported by surgeon that patient underwent total hip arthroplasty and subsequently developed pseudotumors and metallosis. A review of invoice history confirmed the total hip arthroplasty procedure took place on (B)(6), 2007 and that a revision procedure was performed on (B)(6), 2007 to remove and replace the femoral resurfacing head. Invoice history further revealed a second revision procedure occurred on (B)(6), 2012 to remove and replace the modular head and taper insert. This report is based on allegations set forth in patient's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient allegations of pain, swelling, inflammation, and damage to surrounding bone and tissue, dysfunction, elevated metal ion levels, lack of mobility, and loss of range of motion. Lawsuit alleges presence of a pseudotumor during the revision surgery.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly. There are warnings in the package insert that state that this type of event can occur: "material sensitivity reactions." This report is number 1 of 3 mdrs filed for the same patient (reference 1825034-2012-02318 / 02320).